Event description:
The patient stated: "I began feeling intense pain in one of my teeth due to aligners. I've saw the dentist and was instructed to take tons of ibuprofen. So that's what I've been doing. I can't wear my aligners it hurts too much."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.